Manufacturer narrative:
Occupation is patient/consumer (patient¿s son). The product is not expected for return. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter, serial number (B)(4), compared to an unknown laboratory method. The meter result was 1.6 inr. The result from the laboratory within half an hour was 2.1 inr. The patient has a therapeutic range of 2.5-3.5 inr. The testing frequency is unknown.

Manufacturer narrative:
The device code and evaluation code were updated.